Event description:
During a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was severely calcified, 80% stenotic lesion and in a bend of a distal right coronary artery (rca). The physician predilated the lesion with a 3.0x15 maverick balloon. After predilation the physician successfully deployed a taxus express2 3.5x20mm drug eluting stent at 15 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician then re-inflated the balloon to 15 atms and was unsuccessful in removing the balloon from the stent. The physician successfully removed the stent delivery system (sds) by removing the entire system as one unit. Postdilation was performed to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "fine no harm."